Event description:
The patient was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for evaluation. The patient's mother reported that the pump display was scratched subsequent to the hospitalization. Evaluation revealed cosmetic scratches to the display lens consistent with the patient's report, but demonstrated that pump insulin delivery was operating with required specifications and delivery accuracy.